Event description:
It was reported that the bd alaris smartsite needle-free valve had connection issues. The following information was provided by the initial reporter, translated from portuguese to english: connector ejecting the perfusor extender from the connection. Medication loss.

Manufacturer narrative:
Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated, "connector expelling the perfuser extender from the connection". The product in use at the time is reported to be a 2000e7d from lot 1030573. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1030573 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e7d in the past 12 months.